Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
Corrected information: e1. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The patient race/ethnicity and weight were reported as na. Manufacturer reference: (B)(4).

Event description:
A silent nite 3d sleep device was received and reported as fractured and having broken device parts. Additional information received reported that while the patient was using the device, one of the anchors broke off. There was no injury to the patient and no intervention was required.